Manufacturer narrative:
The reported event of a leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atypical flutter (la) procedure, when changing the catheter, it was noted that blood was coming out of the swartz sl0. It was thought to be the anti-return valve not working as expected. The product was not exchanged. The procedure was successfully completed with no adverse patient consequences.